Event description:
Baxter brazil reports 8 incidents of occluded fibers during use with the ca 170 dialyzer. Blood loss amount not provided with initial report by baxter affiliate. No pt injury or medical intervention reported. No further info reports.